Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the connector was separated from the fiber body. The fiber tip was degraded, burn marks were observed on the broken end of the fiber body and the connector face exhibited burn marks. Visual inspection of the fiber tip indicated it was in good condition. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. Regarding the separation of the connector head from the fiber body, it is likely that procedural handling of the device during set-up and use contributed to the fiber body break. It is possible that a partial body break or kink could have occurred during use. If such a partial break/kink occurred, when fired, the fiber would break, which in turn, would lead to the hand of the physician being burned and the melting that was observed where the break occurred. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was received without customer and performance allegation information. Analysis of the returned device revealed that the connector was separated from the fiber body. Burn marks were observed on the broken end of the fiber body, and the connector had burn marks on its surface.